Manufacturer narrative:
No scrolling numbers noted. No button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The act button on the insulin pump was not working properly. The customer was going to give himself a bolus but the numbers did not stop scrolling. Customer's blood glucose level was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.